Event description:
The physician placed a vena cava filter infrarenally via a right femoral approach. The filter did not completely open, so the physician attempted to manipulate the filter to free the filter legs. He was unsuccessful in opening the filter completely, so he placed a second vena cava filter suprarenally. The pt remains stable and has suffered no adverse effects from the procedure.